Event description:
Home patient (hp) contacted baxter's technical service center for assistance during last cycle of apd therapy. Reportedly, the hp received a "check lines and bags" alarm. In an attempt to resolve the alarm, it was noted that the hp had unspiked the heater bag and reconnected another solution bag. The technican assisted the hp in ending the current therapy. Follow up with the hp indicated therapy was completed with a manual exchange. No patient injury or medical intervention reported per hp.